Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old african american female underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with 320cc mentor gel implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/3/2018. Device evaluation summary: it was reported that a (B)(6) year-old african american female underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. At this point it is not possible to determine the origin of the white and brown material observed in the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019 mentor became aware that the supplemental report submitted on 6/25/2018 displayed the manufacturer report number of 1645337-2018-04590. This was done in error due to an undetermined system bug. A search for manufacturer report number 1645337-2018-04590 was performed and does not belong to an existing complaint. All of the information contained within report erroneously submitted under 1645337-2018-04590 on 6/25/2018 is stated below: additional information was received on 6/25/2018. The procedure performed was a breast augmentation revision. No additional issues were noted other than those reported. The patient is fully recovered with no residual effects. The implants were placed over 10 years ago, but the dates of implantation is unknown. Manufacturer¿s reference number: (B)(4).